Event description:
It was reported that the user performed a factory reset of the ilet after entering an incorrect weight and frequently announcing meals as ¿more than,¿ which led to maladaptation of the meal algorithm. The user interface and use of the meal announcement feature were implicated, and the device hardware was not found to be at fault. The pump function improved after guidance and a successful factory reset. Symptoms included hypoglycemia, with a documented blood glucose of 68 mg/dl following a ¿more than¿ meal announcement. Outcomes included minor injury of hypoglycemia with no lasting health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method in setting weight post-surgery and using the meal announcement feature, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.